Event description:
A distributor complaint was reported regarding difficulties with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to press the button firmly while providing support at the bottom of the pump, but the issue persisted. The pump was under warranty, and a replacement was arranged. Meanwhile, the customer was to use multiple daily injections (mdi) as a backup therapy. Technical support further guided the customer on placing the pump into storage mode and returning it using a pre-paid label.